Event description:
Customer reported that when he went to enter his blood glucose readings the numbers kept scrolling. Customer stated that pressing the bolus button stopped the scrolling momentarily and then it began again. Customer's current blood glucose reading is 130 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No number scrolling was noted. The insulin pump had a cracked display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.